Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: according to the suspend history, the pump was manually placed into suspend six times on (B)(6)2016 between 16:53 pm and 19:27 pm; all suspends were resumed within one minute. During testing, the pump did not suspend without key presses. The basal delivery duration testing did not duplicate the pump suspending without keypad intervention. All keys responded appropriately; no hypersensitive or stuck keys were observed. The complaint of a suspend issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the suspend function of the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.